Event description:
It was reported that a user experienced a ¿pairing failed¿ message when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, while the sensor was successfully connected to the dexcom app. No glucose data were available on the ilet with no reported adverse clinical symptoms. Outcomes included a delay in cgm data availability on the ilet, with no health impact. User support included guided troubleshooting and education, including verifying the sensor code, toggling the ilet cgm settings, and using a magnet over the sensor to prompt pairing. Investigation of this case revealed a pairing communication issue between the ilet and the cgm sensor, with no hardware malfunction confirmed and the cgm itself functioning in its native app. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or pairing process issue.